Manufacturer narrative:
The investigation is ongoing. A supplemental report will be completed upon completion.

Event description:
Edwards received notification from our affiliate in australia. As reported, this was a case of an implant of a 26mm sapien 3 ultra transcatheter heart valve, in aortic position by transaxilary/subclavian approach. When deploying the valve by emptying the atrion syringe, the balloon did not inflate at all. On deflation (or retraction) of atrion syringe blood was seen in the syringe. The undeployed valve was removed on delivery system and sheath on block, without withdrawal difficulties. Therefore, a new system and valve was prepared and successfully implanted. Patient was not injured. Upon inspection of the removed delivery system, a complete circumferential balloon tear was observed. As per medical opinion, the damage to the balloon on the delivery system was done at the time of tracking through the sheath in the difficult axillary anatomy and potentially with valve alignment which was done in the sheath.

Manufacturer narrative:
The device was returned for evaluation and an engineering evaluation was performed. The device was visually inspected and the following was observed: tear at inflation/crimp balloon with wings flared out. Bunching of proximal inflation balloon under valve. Valve struts exposed through skirt at inflow. Double-wall thickness measurements of the crimp balloon were taken and the measured components were within specifications. The device history record (DHR) review did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was performed and revealed no other complaints relating to this event. During the manufacturing process, the device was visually inspected and tested several times. All the inspections are conducted on 100% of units, except in the case of product verification (pv) testing, where the tested units are chosen on a sampling basis. All tested sample units for this lot passed pv testing. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint balloon torn was confirmed based on evaluation of the returned device. However, no manufacturing non-conformances were identified during engineering evaluation. A review of the DHR, lot history and manufacturing mitigations did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. Per the complaint description, ''when deploying the valve by emptying the inflation syringe, the balloon did not inflate at all.'' Additionally, ''upon inspection after removal, a complete circumferential delivery balloon tear was observed''. Complaint later described that valve alignment was performed in the sheath as well as tracked through difficult axillary anatomy. Training manual states to perform valve alignment in straight section of the vasculature (not in sheath). If done so, this can lead to the delivery system damage as what was observed during product evaluation of returned device. It is possible that the valve alignment was performed in a non-straight section as well as in the sheath. Performing valve alignment in in these conditions can make the valve become unseated (non-coaxial placement of valve in relation to the flex tip) from the flex tip and dive into the lumen of flex tip. A non-coaxial valve can result in high valve alignment forces/tension, thus causing inflation balloon to bunch and I/c bond to tear leading to the reported inability to deploy thv. Available information suggests that procedural factors (valve alignment in a non-straight section, valve alignment performed in sheath) and patient factor (tortuosity) may have contributed to the complaint events. However, a definitive root cause was unable to be determined. Since no product non-conformances, labeling or IFU/training manual deficiencies were identified, neither corrective/preventative actions nor product risk assessment (pra) are required at this time. However, per management discretion, the balloon torn issue and its associated risks have previously been assessed and documented in a pra. A CAPA was previously initiated to address this failure mode. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.